Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was exposed to water and noticed two hours later that the pump does not power on. The reporter stated that the battery was removed and there was water in the battery compartment as well as moisture behind the display screen. The reporter confirmed that half of the audio bolus button was missing. The reporter stated that the pump was dried out, reinserted the battery and the pump did reboot. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that reboots were observed in the black box. Evaluation revealed that there was moisture in the battery compartment and on the battery cap. The cap was able to secure tightly to the pump. The pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issues occurring. Unrelated to this complaint, the bolus button was found to be missing. The missing bolus button is obvious and detectable and should alert the user to discontinue use of the pump.